Event description:
On (B)(6) 2012, it was reported that this vns patients had a lead break. This was first noticed on (B)(6) 2012. X-rays would not be submitted for review. The patient recently had a drop seizure. After the drop seizure, the patient's mother noticed that the patients did not seem to have his normal reaction to stimulation. Surgery is likely but has not taken place.

Event description:
On (B)(6) 2012, this vns patient underwent lead and generator revision. The explanted lead and generator were received on (B)(6) 2012 and are currently undergoing product analysis.

Event description:
Generator product analysis was approved on (B)(6) 2013. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis was performed on the returned lead. Note that the electrodes were not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. During the visual analysis the ends of the (-) connector pin and (+) connector ring quadfilar coils appeared to be broken past the electrode bifurcation. Scanning electron microscopy was performed and identified the areas as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. The connector pin was inserted into the original generator to verify a dimensional issue in the connector portion of the lead wasn't preventing the connector pin from being fully inserted into a generator. No obstructions were noted. What appeared to be canted spring indentations were observed on the rear end of the small o-ring. The marks are evidence of a potentially insufficient mechanical contact between conductive surfaces of the generator and connector ring, resulting in a suspect electrical connection to the lead. However, based on the location of the setscrew marks on the pin, it is unknown whether a good electrical connection was present for the connector ring. Continuity checks of the returned lead portion were performed, during the visual analysis, with no other discontinuities identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated allegations. Note that since the electrodes were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.